Manufacturer narrative:
Additional information is not yet available for the event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device had a broken caster and the bottom aluminum shelf damaged. The damage was caused by rough use while transporting the device in and out of elevators. There is no patient involvement and no harm to any patient.